Manufacturer narrative:
The pump passed the displacement test. The pump was monitored for several days. The pump was received with normal operating currents. There was no unexpected failed battery test noted. The pump passed the self-test and off no power test. The pump was received with intermittent button response due to corroded keypad traces. There was no unexpected number scrolling during testing. The pump was received with cracked case at the display window corner, minor scratched lcd window, cracked case, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 82mg/dl. The customer states the up button is stuck, and the numbers keep scrolling up. The customer states they took battery out and replaced it, but received failed battery test. The customer declined to troubleshoot for the failed battery test. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.